Event description:
A report was received that the patient is experiencing difficulty charging. The patient's ipg had moved horizontally. During the revision, the physician chose to replace the patient's ipg although it was functioning properly.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.